Manufacturer narrative:
The device switched several times in back up mode due to bluetooth communication issue and the reinitialization was not successful leading to a device interrogation¿s impossibility. The battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication has been found broken. A deeper analysis, at the supplier level, is currently ongoing to understand how this issue occurred. For more details, please refer to the attached analysis report.

Event description:
It was not possible to interrogate the pacemaker. A pop-up message indicated that it was in a back-up mode and the communication has been aborted and if a reset is needed. After clicking on yes, 5 minutes later, a new pop-up message indicated that it is needed to switch in back-up mode again and it is needed to contact a microport crm representative. The pacemaker has been explanted.

Event description:
It was not possible to interrogate the pacemaker. A pop-up message indicated that it was in a back-up mode and the communication has been aborted and if a reset is needed. After clicking on yes, 5 minutes later, a new pop-up message indicated that it is needed to switch in back-up mode again and it is needed to contact a microport crm representative. The pacemaker has been explanted.

Event description:
It was not possible to interrogate the pacemaker. A pop-up message indicated that it was in a back-up mode and the communication has been aborted and if a reset is needed. After clicking on yes, 5 minutes later, a new pop-up message indicated that it is needed to switch in back-up mode again and it is needed to contact a microport crm representative. The pacemaker has been explanted.

Manufacturer narrative:
Please refer to the attached intermediate analysis report.